Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to the returned handle, the jaw of the reload was open and all sutures were intact and the reinforcement material was properly anchored. Functional testing noted that the reload was unloaded from the returned handle. The reload was loaded into a representative handle and the returned handle. The reload successfully clamped and opened repeatedly without difficulty. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws of the reload did not close completely and the device did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was prefired and engaged in interlock. Visual inspection noted that the reload was pre-fired and the interlock was engaged, staples were protruding from the proximal end of the staple cartridge channel and the sled was slightly advanced. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p2e0110) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic pulmonary resection, the handle and reloads were connected, but the green button could not be pressed, the jaws were not completely closed and anchored, so they were not used. A new handle and reload were used to deal with the issue. There was no patient injury.